Event description:
It was reported that an increase in threshold and decrease in impedance were observed. Insulation anomaly suspected. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.